Manufacturer narrative:
Title obstruction of peritoneal dialysis catheter is associated with catheter type and independent of omentectomy: a comparative data analysis from a transplant surgical and a pediatric surgical department source journal of pediatric surgery. 53 (2018) 640-643, 2017. Date of publication: 30 june 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the attached literature article refers to the comparison of complications and outcomes after implantation of peritoneal dialysis catheters in transplant surgical and pediatric surgical departments. The article includes 122 pediatric study participants and the following complications were reported: peritonitis: 33, obstruction/dysfunction: 31, leakage: 18, dislocation: 16, wound infection: 6, revision of peritoneal dialysis catheter: 53. It was observed that the perforation at the catheter tips was larger and appeared to be rougher in catheters used in pediatric surgical than the catheters in transplant surgical.